Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No ramping numbers anomaly noted. Insulin pump received with minor scratches on display window, cracked case on display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the numbers on the insulin pump scroll up, without any input from the customer. Customer's blood glucose level at the time 103 mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced.